Manufacturer narrative:
No information was provided. No patient/staff injury was alleged. Initial reporter's occupation is unknown. The sample has not been received by 3m st. Paul, mn for evaluation. Analysis is pending upon receipt of product. 3m is unable to verify the leak, identify exact location and root cause without the sample. Based on the information and product photos provided, the reported incident appears to be a solvent bond leak of the y-connector. Lot hx8321 was produced post corrective action of solvent application and volume uniformity. 3m will continue to monitor. End of report.

Event description:
A hospital employee alleged a 3m¿ ranger¿ high flow disposable set (model 24355) leaked saline fluid at the y-connection during priming on (B)(6) 2020 in the operating room. No pressure device or pump was used. New tubing and saline were used to prime a second set up. No patient or staff injury was alleged.